Manufacturer narrative:
(B)(4). Date of initial report: 04/06/2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic colectomy, the ligasure device would not seal well. The activation power was weaker than usual and minor bleeding occurred at the sealing site after end tones were heard. The customer also reported that no patient injury occurred and no medical intervention was required.

Manufacturer narrative:
(B)(4). The incident sample has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
Inspection of the received device found damaged insulation. A piece of the insulation was missing and not returned. The customer confirmed that the piece of insulation did not disengage during the procedure.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. Date of follow-up report: (B)(6) 2016. Date of second follow-up: (B)(6) 2016. One used ls1037 was received, and evaluation of the returned sample could not confirm the reported issue. Mechanical testing confirmed the jaws opened and closed normally using the handle. Additional testing was performed on porcine kidney tissue with multiple seals on vessels of various sizes, pressing different locations on the activation button. All seals were completed successfully and end tones were heard each time indicating completed activation cycles. However, visual inspection found an unrelated issue of damaged insulation, where a piece of insulation had been sliced off and was not returned. This type of damage is consistent with scraping the shaft against the sharp edge of a trocar, but a definitive cause could not be confirmed. A review of the device history records for this lot found no potentially contributing factors, and no trend is associated with the identified issue.